Event description:
The manufacturer received information alleging three-way solenoid valve and active exhalation control module valve failed. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging three-way solenoid valve and active exhalation control module valve failed. There was no harm or injury reported. Onsite service provided, replacement of the proportional valve and three-way solenoid valve performed to address the issue.